Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 after receiving inappropriate anti-tachycardia pacing in response to a fast rate. Upon interrogation, it was noted that the patient's right ventricular lead was also far p wave oversensing. An electrocardiogram confirmed that the right ventricular lead was pacing in the atrium, and that the lead must have been dislodged. Fluoroscopy was also performed on (B)(6) 2021 which confirmed the position of the lead prior to a reposition procedure performed on (B)(6) 2021. The physician attempted to reposition the lead, however the helix of the lead would not redeploy after being retracted. The physician elected to explant and replace the lead without further consequence. The patient was stable throughout.

Manufacturer narrative:
Correction - h6 - investigation conclusion of "no problem detected" should have been "unintended use error caused or contributed to event"